Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would stop delivering before the full bolus was administered. Customer stated that the device would beep to signal that the bolus was completed. Blood glucose level at the time of the incident was 457 mg/dl. Blood glucose level at the time of the call was 157 mg/dl. The customer was sent a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.